Event description:
During an ECMO case, a blood clot formed inside the temperature probe connector where the metal tubing joins the plastic connector. There has been no report of injury as a result of this event.